Event description:
Legal counsel for the patient reported patient underwent a total left hip arthroplasty on (B)(6) 2006. Subsequently, patient's legal counsel further reported patient was revised on (B)(6) 2007 due to patient allegations of a loose acetabular cup and adverse reaction to metal debris. Patient's legal counsel further alleges that during the revision procedure a drill point fractured and remains in the patient. Review of invoice history confirmed the acetabular cup, modular head and taper adapter were removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 4 states, "loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 4 of 4 mdrs filed for the same event (reference 1825034-2013-04552 / 04554 & 01464).